Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11493. It was reported, the pt had fallen on the ipg site, and his hip was broken. X-rays were taken which showed the scs system to be intact. The pt reported, he was unable to increase the amplitude of the stimulation; the programmer was auto-reducing. Reprogramming was unable to resolve the issue. It was reported, the pt was in the hospital healing and there would be no appointments scheduled until the other health issue was under control.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.